Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Medical devices: item # unk, hip-unknown-liners-unk, lot # unk, item # unk, hip-unknown-cups-unk, lot # unk, item # unk, hip-unknown-stems-unk, lot # unk. The event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports have been submitted for this event. Please see associated reports: 0001825034 - 2019 - 00027, 0001825034 - 2019 - 00021, 0001825034 - 2019 - 00029, 0001825034 - 2019 - 00030.

Event description:
It was reported that a patient was revised due to an unknown hip failure. The date of implantation is unknown. Attempts have been made, and no further information has been provided.